Event description:
Falsely depressed cardiac troponin-I (ctni) results of 0.02, 0.01 and 0.00 ng/ml were reported by the laboratory. The laboratory tested a sample for chem12, mg and ctni two times for no apparent reason. Also, the laboratory has a practice of running ctni in triplicate. On the first of the two runs, they failed to test the ctni. The ctni was tested during the second run resulting in 25.05, 24.99, 24.38ng/ml, however, these results were not printed nor reported by the laboratory due to unknown reasons. Since ctni results were not reported from the previous runs, a third run of the same sample was requested, resulting in 0.02, 0.00, 0.01ng/ml. The laboratory reported these results. The patient had previous ctni results that were very high, so when the lab reported the zero results, were immediately questioned by the physician. The lab ran an additional test, on a different instrument and using the same sample, resulting in 25ng/ml. There were no adverse health consequences due to falsely depressed ctni results. The most probable cause for the low results of ctni was short sample.